Manufacturer narrative:
Manufacturing and quality control data: the prosa® was manufactured by a qualified employee in august 2018. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv713t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: a deformation of the outer housing of the prosa® valve was observed through the visual inspection. A measurement of the plane paralelism could confirm this. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa® valve was tested and is not adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the vertical position. Internal inspection: after dismantling of the valve, some deposits were found in prosa® results: based on our investigation, we confirm the presence of adjustment difficulties in the valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa valve (part # fv701t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage, is blocked and was difficult to adjust. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years; height: 106 centimeters (cm); weight: 16 kilograms (kg). Same event al medwatch-no. 3004721439-2022-00278.